Event description:
It was reported that, " ...screw came loose on rod wrench (48130100) at the tightining mechanism, disengaging the tightener on distal end."

Manufacturer narrative:
Product was released in 2007 and through years of use in the field, it cannot be excluded that due to wear, one screw loosened overtime. However, in this case no specific damage was highlighted on the shaft thread and adjusting knurled knob but there was loosening of the screw that holds the threaded shaft together.